Event description:
It was reported that the twist clamp of a transfer set leaked. This occurred during peritoneal dialysis therapy. There was no patient injury; however, the patient received antibiotics prophylactically. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the customer returned a sample with product code 5c4482 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.